Event description:
It was reported the insulin pump alarmed motor error twice. Customer's mother stated she replaced the battery. Customer's mother declined troubleshooting she was at work. Customer's mother stated she had gone to africa for vacations and was having a hard time keeping customer's blood glucose stable. Customer's mother declined to provide blood glucose. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-21524.